Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that they had an issue where the recharger would tell them they weren't in the right place. The patient described the antenna locate screen noting they were at 96-98%. The issue progressed making it almost impossible to recharge the ins, but they were able to until the day prior. They continued to see try again. The ins discharged overnight and therapy turned off leaving the patient in pain. They were trying to charge the ins and it (recharger) got so hot. The patient quickly placed their shirt in between and cooled it down, but as soon as they tried charging again it became hot. The caller described it as almost a shock. They couldn't connect with the implant and it got burning hot when they attempted to charge. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.